Event description:
Surgeon was attempting to remove plastic shield/cover form medline disposable #11 sterile scalpel. The blade on the scalpel is not protected once this shield/cover is removed. Shield was difficult to remove and when it did come off the blade caused a deep laceration to the right ulnar aspect of the palm of hand which had to be repaired, sutured.